Event description:
A report was received that the patient had difficulty keeping charge of the ipg due to monopolar electrocautery that was used in her last surgery. The patient underwent a replacement procedure. The patient was doing well postoperatively. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physicians implant manual 90970880-04).

Manufacturer narrative:
A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had difficulty keeping charge of the ipg due to monopolar electrocautery that was used in her last surgery. The patient underwent a replacement procedure. The patient was doing well postoperatively. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physicians implant manual 90970880-04).